Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient just finished radiation treatments and during the treatment the rate response was activated. Longevity of the device dropped in a short period of time. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.